Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experience a loss of consciousness and was treated with glucagon injection by a healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experience a loss of consciousness and was treated with glucagon injection by a healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating storage state). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experience a loss of consciousness and was treated with glucagon injection by a healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.